Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative to a gynecology procedure, the surgeon using an non-absorbable suture to close the vaginal cuff and it caused a lot of granulation tissue and vaginal bleeding. The patient have to return time after time to remove the granulation tissue and well as the suture, because it causing them a lot of stressed, pain and anxiety.